Event description:
Siderail would not stay up.

Manufacturer narrative:
According to a hill-rom technician, the siderail latch was out of adjustment, tech aligned and adjusted bracket, siderail working properly.